Event description:
It was reported that the patient indicated she felt the implanted device protruding into her skin. The patient was instructed to contact the clinic for a check up if she felt pain. The patient reported she did not think it was an emergency. Further information was requested but was not available.